Manufacturer narrative:
Upon review of the provided radiographic image, it was observed that the construct was composed of a two (2) level plate, six (6) screws, and interbody spacers. Bilateral screw migration was confirmed at the caudal most level of the construct. Complaint history was reviewed for the corresponding catalog number, and no adverse trends were observed. Correspondence with rep states that there were no issues during initial surgery. The fixed drill guide was used, and the screws were final tightened using the grey torque handle in the pyrenees set. The patient had normal activity levels and did not experience external trauma. The fixed drill guide provides a fixed angulation of 12 degrees. Review of x-ray image with a health care practitioner suggests that the indicated angulation of screws may not have been met, which may have contributed to the fracture as the pyrenees screws and construct are fixed. From the pyrenees surgical technique guide: the fixed screw- thru drill guide can be used to tap, drill and insert screws at a trajectory of 12 degrees and, along with the variable screw-thru drill guide, provides a positive docking onto the plate. The variable screw-thru drill guide provides the surgeon with 30 degrees conical range of motion to tap, drill, and insert screws. However, as the devices remain implanted in the patient and additional x-rays were not available, further evaluation was not possible, and the cause could not be established conclusively.

Event description:
It was reported that two pyrenees self-tapping screws fractured at c7 post-operatively. The event was noticed during a three month follow-up. There are no plans for revision surgery thus far. This record captures the second of the two reported pyrenees self-tapping screws.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that two pyrenees self-tapping screws fractured at c7 post-operatively. The event was noticed during a three month follow-up. There are no plans for revision surgery thus far. This record captures the second of the two reported pyrenees self-tapping screws.